Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle, abutting the balloon proximal end. The remainder of the sealant was soaked in blood, stuck to the catheter shaft and the inside of the shuttle tube, which may have caused slight resistance to be felt during deployment of the device while the shuttle was pulled back to the black handle. The advancer tube was observed inside of the shuttle tube, engaging the 1st tamp lock. Blood was observed at the proximal end of the advancer tube. The catheter, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. No anomalies were observed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there were damages to the procedural sheath which may have obstructed the device path during retraction could not be made. The review of the lot history record (f1606801) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have prevented the procedural sheath from being retracted during the procedure. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to a device jam. However, the root cause of the device deployment jam could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. Additional information: 100 mls of lohexol 350 was used as intravenous contrast during the angiography procedure on (B)(6) 2016.

Event description:
It was reported that the deployer was unable to unsheathe the sealant of the mynxgrip because the 5f procedural sheath became stuck and would not retract from the tissue. The device was stored under cool conditions prior to use. The device was being used for arterial closure following an interventional peripheral transcatheter arterial chemoembolization (tace) procedure. The "correct" deployment procedure was followed as per instructions and training. The 50/50 contrast and saline mixture was not used for balloon placement. The stopcock of the introducer sheath was opened prior to shuttle down. Significant resistance was not felt and excessive force was not applied when shuttling down. Unusual force was not applied when attempting to retract the procedural sheath; however, since the sheath would not retract, the device was removed and manual pressure was held for 25 minutes to achieve "good" hemostasis. Upon a review of the device after removal, the doctor suspected that the procedural sheath was split causing the inability to retract the sheath. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.